Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the pump was powered on to a blank display. The pump was opened to find the organic light emitting diode was cracked. A test display screen was installed and functioned properly. Unrelated to the original complaint, the battery cap coin slot was damaged and the cap was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.